Manufacturer narrative:
.

Event description:
The medical examiner reported that the pt had expired. The pt was attending a residential camp and was in his "usual health" when going to bed the previous night. The staff of the residential summer camp went to wake him the following a.m. And found him lying face down and was dead. The pt's mother reported that he always slept on his stomach. The pump was interrogated postmortem by a nurse in a nearby clinic and reported that everything "seemed ok". The hcp reported that the pump contained lioresal 2000 ug/ml, lot # s0042, diluted to 1000 mcg/ml with 10 cc preservative free normal saline; daily dose 140 mcg/day. The pump was last filled a month earlier with the alarm date 3 months later. At that time, no issues were noted and the dose was unchanged. The hcp reported that the pt had been healthy in the past year. The me reported that the autopsy results are pending the usual toxicology tests are pending (urine, serum); no cerebrospinal fluid samples were obtained. At this time, the me indicated that he did not find evidence of seizure disorder and the cause is unknown; he will provide a verbal report, but will be unable to provide a copy of the autopsy report unless he obtains permission from next of kin. The me will send the pump back to the manufacturer for analysis.